Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution clip device was used during a gastroscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip was deployed onto the lesion; however, when the operator removed the device, the clip was still attached to the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation found that the device was fully deployed and the clip assembly was not returned. The product analysis also indicates that there was a kink in the control wire. Based on the condition of the returned device, the reported failure could not be confirmed. However, due to anatomical/procedural factors encountered during the procedure, performance may have been limited. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a resolution clip device was used during a gastroscopy procedure performed on (B)(4) 2013. According to the complainant, during the procedure, the resolution clip was deployed onto the lesion; however, when the operator removed the device, the clip was still attached to the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although the patient age and date of birth were not reported, it was reported the patient was over 18 years old. (B)(4) for the reported event of clip would not release from catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.